Event description:
The customer reported a blood glucose of 333 mg/dl and an alarm with insulin squirting out during the manual prime. The customer also stated that the drive support cap is protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Prime alarm during the basic occlusion test and unable to prime due to protruded/loose drive support disk.